Event description:
Capsular contracture of bilateral breasts with leaking right silicone gel implant and intact left silicone gel breast implant requiring bilateral capsulectomy and bilateral removal and replacement of breast implants.